Event description:
The ventilator was originally sent to the field service center for a scheduled preventative maintenance. It was reported that during service, the turbine would not always start. There was a disc/sense alarm. The customer did not report a problem with the ventilator to the field service center.

Manufacturer narrative:
This MDR is being filed beyond the 30 day reporting timeline. The technical support personnel inadvertently failed to notify regulatory affairs in a timely manner.